Manufacturer narrative:
The returned product was patent. It also met the requirements for leak testing. The drain bag connection at the male-male luer adapter would not unscrew from the device. It is unknown how or when this occurred. A review of the manufacturing records was not possible as no lot number was provided. Additional patient/device information: the lot number was provided as 209007865. It was originally reported that the patient was a male however it was later reported that the patient was a female. It was also originally reported that the physician was dr. (B)(6) however it was later reported that they physician was dr. (B)(6). It was later reported that the edms was connected to the patient on (B)(6) 2015. It was also reported that the patient had a history of breast cancer. According to the report, the patient had an aneurysm and coded during the hospital stay. Reportedly, the patient was discharged to hospice on (B)(6) 2015 and it was confirmed that it was not due to the edms. (B)(4).

Manufacturer narrative:
The returned product was patent. It also met the requirements for leak testing. The drain bag connection at the male-male luer adapter would not unscrew from the device. It is unknown how or when this occurred. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that while attempting to change the drain bag on a duet edms, the drain bag connection was locked tight and the drain bag could not be removed. It was also reported that the drain bag was drained form the bottom of the bag and the system was not replaced. According to the report, there was no injury to the patient.